Manufacturer narrative:
Part 03.037.015, lot l291968: manufacturing site: hägendorf. Release to warehouse date: march 22, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection of the device, the slot appeared to be slightly ununiform when observed from side to side. There were slight scratches on the devices which are consistent with device usage. The current and manufactured to drawing was reviewed; no design issue or discrepancies were identified. Dimensional inspection showed the relevant dimensions were conforming. The complaint was able to be as the device appeared to have a non-uniform slot gap. The gap did not appear to impact the assembly with the received aiming arm as the devices were able to be re-assembled both correctly without issue. However, the issue of slight uniform slot gap of the insert did not contribute to the reported overall complaint. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, it was difficult for the surgeon to assemble the insertion handle and aiming arm. There was a surgical delay of approximately ten (10) minutes. The procedure was completed. There is no further information available. Concomitant device reported: unk - nails: tfna: (part # unknown, lot # unknown, quantity # 1). During the investigation by the manufacturer, it was noted the slot appeared to be slightly ununiform when observed from side to side. This report is for a locking insertion handle. This is report 3 of 3 for (B)(4).